Manufacturer narrative:
The customer contacted siemens to report that a discordant, falsely elevated troponin (tni-ultra) test result was obtained from an atellica im 1300 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse inspected and aligned the instrument and performed dispense testing with satisfactory results. The siemens headquarter support center reviewed the available data and found no instrument errors or other abnormalities that would cause this issue. A sample specific issue or pre-analytical variables are potential causes of the event. The instrument is performing within specifications. Further investigation of this instrument is not needed. MDR 2432235-2020-00309 was filed for the same event.

Event description:
One discordant, falsely elevated troponin (tni-ultra) test result was obtained from an atellica im 1300 instrument. The initial falsely elevated tni-ultra test result was reported to the physician(s). The same sample was repeated once on each of two alternate atellica im 1300 instruments, giving lower and matching results. The repeat result was reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra test result.